Event description:
The customer contacted philips and reported that the device "can not be used if no charging". There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.